Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned..

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and an unspecified bard/davol ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1). As reported, the attorney alleges general allegations against the bard/davol ventralex (device #1) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and a unspecified bard/davol ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1). As reported, the attorney alleges general allegations against the bard/davol ventralex (device #1) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with ventral hernia/umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device 1). Per operative notes, ¿an infraumbilical incision was made. Hernia sac was dissected out. A ventralex mesh (device 1) was placed into the abdomen and secure it with sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia, adhesion underwent open repair with implant of ventralight st mesh (device 2) and explant of ventralex mesh (device 1). Per operative notes, ¿an incision was made over the site of the hernia through the skin and subcutaneous tissue. After opening the fascia previously placed ventralex mesh (device 1) was removed. All adhesions were taken down. A ventralight st mesh (device 2) was placed into the defect and closed with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia. Revision surgery was performed. (Note: no information provided in mrr about this procedure.)

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.